Event description:
User reports issue with discrepant calcium and bicarbonate results. Nine pt examples provided, all repeat testing by different methodology. Initial calcium 6.0 mg/dl, repeat 9.3 mg/dl; initial bicarbonate 21 mmol/l, repeat 27.1 mmol/l. Erroneous results were not reported. The field service rep was unable to determine root cause and noted the analyzer was being replaced.

Event description:
User reports issue with discrepant calcium and bicarbonate results. Nine pt examples provided, all repeat testing by different methodology. Pt 3, initial calcium 5.0 mg/dl, repeat 8.2 mg/dl; initial bicarbonate 22 mmol/l, repeat 27.8 mmol/l. Erroneous results were not reported. The field service rep was unable to determine root cause and noted the analyzer was being replaced.

Event description:
User reports issue with discrepant calcium and bicarbonate results. Nine pt examples provided, all repeat testing by different methodology. Pt 5, initial calcium 5/9 mg/dl, repeat 9.1 mg/dl. Erroneous results were not reported. The field service rep was unable to determine root cause and noted the analyzer was being replaced.

Event description:
User reports issue with discrepant calcium and bicarbonate results. Nine pt examples provided, all repeat testing by different methodology. Pt 6, initial calcium 5.3 mg/dl, repeat 8.2 mg/dl. Erroneous results were not reported. The field service rep was unable to determine root cause and noted the analyzer was being replaced.

Event description:
User reports issue with discrepant calcium and bicarbonate results. Nine pt examples provided, all repeat testing by different methodology. Pt 7, initial calcium 6.6 mg/dl, repeat 9.9 mg/dl. Erroneous results were not reported. The field service rep was unable to determine root cause and noted the analyzer was being replaced.

Event description:
User reports issue with discrepant calcium and bicarbonate results. Nine pt examples provided, all repeat testing by different methodology. Pt initial calcium 5.4 mg/dl. Repeat 8.7 mg/dl. Erroneous results were not reported. The field service rep was unable to determine root cause and noted the analyzer was being replaced.

Event description:
User reports issue with discrepant calcium and bicarbonate results. Nine pt examples provided, all repeat testing by different methodology. Pt 9, initial calcium 5.3 mg/dl, repeat 8.6 mg/dl. Erroneous results were not reported. The field service rep was unable to determine root cause and noted the analyzer was being replaced.

Event description:
User reports issue with discrepant calcium and bicarbonate results. Nine pt examples provided, all repeat testing by different methodology. Pt 2, initial calcium 4.6 mg/dl, repeat 7.8 mg/dl; initial bicarbonate 13 mmol/l, repeat 16.6 mmol/l. Erroneous results were not reported. The field service rep was unable to determine root cause and noted the analyzer was being replaced.

Event description:
User reports issue with discrepant calcium and bicarbonate results. Nine pt examples provided, all repeat testing by different methodology. Pt 1, female, initial calcium 5.2 mg/dl, repeat 8.6 mg/dl; initial bicarbonate 17 mmol/l, repeat 22.5 mmol/l. Erroneous results were not reported. The field service rep was unable to determine root cause and noted the analyzer was being replaced.